Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. The root cause could not be determined. Citation: capote-puente, r.; sánchez-gonzález, j.-m.; sánchez-gonzález, m.c.; bautista-llamas, m.-j. Evaluation of celligent® biomimeticwater gradient contact lens effects on ocular surface and subjective symptoms. Diagnostics 2023, 13, 1258. Https://doi.org/10.3390/ diagnostics13071258. The manufacturer internal reference number is: (B)(4).

Event description:
As reported in the literature one patient, had a mild punctuate erosion in the eye and felt irritation and discomfort, the event was resolved in three days after the contact lens was removed. Contact lens solution was discontinued. The status of the consumer's eye was resolved at the time of this report. No additional information was requested due to the unlikelihood of obtaining additional information from literature articles. No additional information requested due to the unlikelihood of obtaining additional information from literature articles.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).